Manufacturer narrative:
Date of event: actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned for analysis so no visual or functional testing could be performed. Based on the information available, the evaluation conclusion code known inherent risk of device was assigned to this event.

Event description:
It was reported that post photoselective vaporization of the prostate (pvp) procedure, the patient experienced bladder neck stricture. The fiber worked as intended during use. It was further reported that the symptoms were associated with bladder neck contracture. The bladder neck contracture problem was fixed and the patient was normal after.

Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported that post photoselective vaporization of the prostate (pvp) procedure, the patient experienced bladder neck stricture. The fiber worked as intended during use. It was further reported that the symptoms were associated with bladder neck contracture. The bladder neck contracture problem was fixed and the patient was normal after.